Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient's mother reported that her son experienced high blood glucose level, abdominal pain and had vomiting, due to a kinked/ bent tubing. Moreover, the pump neither delivered insulin nor alerted them about the occlusion. Further, on (B)(6) 2020 at 3:00 pm, he was admitted to the hospital as his blood glucose level was 362 mg/dl (which was not going down) and his heart rate was also elevated. The patient stayed overnight in the hospital and was administered manual injections as corrective treatment. No further information available.